Event description:
The customer reported a nurse in the emergency department reported the connector loosened after the IV was started. There was no report of the tubing leaking. There was not report of pt harm or medical intervention required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.